Manufacturer narrative:
Result of investigation: vyaire medical's failure analysis lab (fa lab) was able to duplicate the customer's reported issue. Effected components replaced: printed circuit board assembly, blender module and theturbine interface. Testing was performed and the vela unit meets service specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information is received.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator unit has vt/tidal volume out of specs and due for pm. The reporter confirmed that there is no patient involvement associated on this event.